Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the air and water supply volume did not meet standard value occurred due to clogging of the nozzle. It was also noted that the bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. There were scratches noted throughout the device. The connecting tube had a dent and the universal cord had a wrinkle. Switch 1 and switch 4 had wear. The paint on the scope cylinder and the insertion tube cylinder was peeled. It was also noted that the control unit had discoloration and the adhesive on the bending section rubber had a chip. The scope cylinder was shaved and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had poor water supply. Upon inspection and testing of the returned device, it was noted that the nozzle had a foreign object inside it due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation and additional information received from the customer. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in july 2022. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviation from the indication for use (IFU); however, a definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported that they did not have any idea about what the foreign material was or when it adhered to the scope.